Event description:
It was reported that when asymptomatic patient presented in clinic for follow up, post-paced t wave oversensing on the ventricular channel was observed. Programming changes were made.